Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and required maintenance. Customer tried rebooting and recovering the system, unplugged and plugged in the power cable, and opened the back panel to check, but the issue still persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A field service engineer did not find any failures when fse got on site. Fse confirmed that the customer did not have the back panel keys available for inspection of the drawers. Fse was able to open the cubie drawers using the storage space access in the station application and all of the drawers were working properly. The system functioned as intended when the field service engineer investigated the device.